Event description:
It was reported that the patient presented to the hospital complaining of twitching. High threshold had been recorded by the atrial capture management (acm) feature for about five weeks and right ventricular lead was undersensing p waves. It was later detected that the device was inverted from left to right and twiddler syndrome was highly suspected. The device was reprogrammed to a ventricular-only pacing mode to resolve the stimulation and the device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).